Manufacturer narrative:
(B)(4). Date sent: 7/26/2022. Batch #: unknown. Country of event: (B)(6). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can it be confirmed that the product code of the device used in this procedure is nslx120l? What was the location of the wound dehiscence and wound healing? Was the device used at the location of the wound dehiscence and wound healing? Does the surgeon believe there was an alleged deficiency with the device that caused or contributed to the wound dehiscence and wound healing? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial eng_2020_03 during or after a cystectomy, adenxectomyon, and hysterectomy the patient experienced wound dehiscence and wound healing disorder resulting in vac therapy. The patient has recovered. The relationship to study device is possibly related. The relationship to primary study procedure is related.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2022. Additional information was requested and the following was obtained: can it be confirmed that the product code of the device used in this procedure is nslx120l? Yes. What was the location of the wound dehiscence and wound healing? Infected subcutaneous haematoma. Was the device used at the location of the wound dehiscence and wound healing? No. Does the surgeon believe there was an alleged deficiency with the device that caused or contributed to the wound dehiscence and wound healing? No.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information was requested and the following was obtained: relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.